Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that poor communication with the scope occurred due to the effects of foreign objects (such as chemical residues, water plaque, sebum contamination, dust, and gauze bubbles) attached to the scope interface, which may have resulted in a temporary failure phenomenon. The event can be [detected/prevented] by following the instructions for use which state: connect the scope connector to the light source device in a sufficiently dry condition, including electrical contacts. Also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud, etc.) At the electrical contact point and connect it. Using the device with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the screen suddenly disappeared with the light source during preparation for a diagnostic of the upper gastrointestinal examination. Even after replacing it with a different scope, the screen went off just by shaking the connector a little. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.